Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v855586, implanted: (B)(6) 2012, product type: lead.(B)(4).

Event description:
The patient reported uncomfortable stimulation and soreness. Stimulation was too strong and constant whereas before it would turn on and off. The patient programmer (pp) confirmed that stimulation was off and setting at 0.0v. The patient turned stimulation off for a week and then turned it back on later and it seemed to be fine. There was no fall or trauma that could be related to this issue. Turning stimulation off stopped the sensation. The patient saw the healthcare provider (hcp) when it happened in june and the nurse checked the implantable neurostimulator (ins) and said that it had lost 60% of its power but nothing else. Back in june the hcp did not believe the symptoms were related to the device, but they said they could replace the ins. The location of the symptoms was reported to be located in the vagina. The change in therapy/symptoms was considered sudden. The first occurrence was in (B)(6)-2015 and recent occurrences occurred in (B)(6)-2015. It was noted that in may the patient was diagnosed with shingles and kidney stone. The patient's relevant medical history includes gastrointestinal/pelvic floor.